Manufacturer narrative:
Based on additional analysis of the returned bur, the part number was confirmed as 8450-107-530. The investigation is ongoing.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that heavy markings observed at the fracture area is consistent with the bearing location within the attachment. Such markings may suggest a failure of the attachment which may have resulted in the fracture. Scrap marks observed on the proximal end are consistent with an attempt to free the broken piece from the attachment/hub.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.